Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 was not detected on bus due to a faulty retractor band. The field service engineer replaced retractor band to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the half-height auxiliary drawer 2-1 was not detected on bus and preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow since customer had the option of getting meds from another station or from the pharmacy. There were no adverse events or injuries reported based on this event.